Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
In the article entitled ¿hemiarthroplasty for humeral four-part fractures for patients 65 years and older¿, by harm w. Boons, md; jon h. Goosen, md, phd; susan van grinsven msc, job l. Van susante md, phd; and corne j. Van loon, md, phd; published on august, 16, 2012 in the clinical orthopaedics and related research was reviewed. The articles purpose was to perform a randomized controlled trial to compare function, strength, and pain and disability in patients 65 years and older with four-part humeral fractures treated either nonoperatively or with hemiarthroplasty. In the operative group, the global fx shoulder fracture endoprosthesis (depuy, leeds) was used in 25 patients. Of the 25 patients, two had nonunion of the greater tuberosity, one patient suffered a cva five weeks post operatively, one patient underwent revision surgery due to a postoperative complication, four patients suffered mispositioning of the greater tuberosity, and six total patients suffered some form of migration (superior/proximal). No cases of heterotopic ossification or infection occurred.